Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had noise and increasing pacing impedance. The lead was reprogrammed, capped and a new lead was implanted. No patient complications have been reported as a result of this event.